Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
Customer reported that her niece underwent a bilateral cleft lip repair, and subsequently developed a unilateral inflammatory reaction. The sutures reportedly tore out resulting in a wound dehiscence. The patient was returned to surgery for repair. Additional information was requested; no further information was received.